Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.97mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn and foreign material (residue) on lens surface. (B)(4).